Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient experienced ineffective stimulation and is unable to set the ipg to MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A4: added patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.